Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-jan-2023. . Investigation summary: 2 samples were received and tested by our quality team with the complaint of separation. The sets were infused with saline from all ports and when correctly tightened, there was no leakages or separations to be reported. The complaint cannot be verified and there is no root cause to be found. The manufacturer has been notified of this complaint. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 20019e sets of the following lots: 22085888, and 22085889.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set y-site detached and caused IV fluid to leak out during use. The following information was provided by the initial reporter: "y site became disconnected despite not being touched (and site parafilm still intact) and IV fluids leaked out of y site".

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set y-site detached and caused IV fluid to leak out during use. The following information was provided by the initial reporter: "y site became disconnected despite not being touched (and site parafilm still intact) and IV fluids leaked out of y site."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.